Event description:
It was reported that integrity of the rv lead was determined to be "abnormal" based on the incrementing sensing integrity counter. The high voltage therapies were programmed off and the pacing was programmed to 40 beats per minute. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates interference/noise. High ventricular short integrity counts (sic) were observed between the dates of (B)(6), 2010 and (B)(6), 2010 to approximately 48 counts per day. High sic can indicate the presence of noise or intermittency in the system. Corrected data: adverse event flag, facility aware date, source type code, patient date of death and removed device remains activated device code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.